Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any further relevant info is received, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a prolieve rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, it appeared the rectal temperature monitor had a defective sensor.